Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 410 mg/dl. Customer also reported no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime and insulin exited. Customer advised to change the entire infusion set and return set for analysis. The insulin pump will not be returned for analysis.